Event description:
Ultrathane multipurpose drainage set was used for percutaneous transhepatic gallbladder drainage. On (B)(6) 2010, the catheter was placed. On (B)(6) 2010, deterioration in drainage was noted. The physician confirmed the breakage of the catheter tip in the gallbladder. He inserted a wire guide into the catheter and attempted to remove the catheter and the broken tip, but could not remove the broken tip. Considering the pt's condition, he decided to take a wait-and-see approach. There were no adverse effects on the pt due to this occurrence. Additional info received on 07/07/2010: the physician occasionally flushed the catheter with saline using 5 cc syringe because the amount of the bile was a lot and there were stones. When he felt small resistance during flushing, he managed to flush by increasing and decreasing pressure to the syringe.

Manufacturer narrative:
Exp date unk as lot is unk. Nonresorbable materials, unretrieved in body is not labeled. Separates is not labeled. One product in an open and used condition was returned. The catheter shaft was fractured approximately 21 cm from the mac-loc assembly. The material near the fracture was thin and appeared to have been stretched, as would occur during a burst. The distal portion of the catheter was not returned. Per the provided IFU, it describes proper placement and user technique and states: if a catheter has become malpositioned or if drainage ceases, the catheter should be promptly exchanged or removed. This device is inspected prior to further processing, confirming the surface of tubing is clean, smooth, and free of excessive dents and foreign matter. The fracture of the drainage catheter likely occurred due to an over pressurization during the flushing procedure. The physician stated that during flushing he felt resistance and used an increasing and decreasing amount of pressure to clear the catheter. We will continue to monitor for similar complaints and have notified the appropriate personnel.